Manufacturer narrative:
The reported event of lead migration due to multiple falls was not confirmed and cannot be confirmed through testing only. As received, the octrode leads b had no visible anomalies and failed the functional testing. Lead migration cannot be confirmed with product testing alone.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-02329. It was reported that the patient's leads had migrated after multiple falls. It was noted that the patient's therapy was affected due to the issue. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy was established post-operatively.